Event description:
It was reported that a continuous glucose monitor showed error 42 while customer used g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, and after reset no further error appeared and sensor session was successfully started.